Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. A 3.0mmx60mmx135cm (4f) sterling balloon was advanced for dilation. However, the balloon ruptured immediately during first inflation at 4 atmospheres. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.